Event description:
It was reported the catheter was being placed into the patient's right subclavian in the emergency department. During insertion, they were unable to pull the guide wire back through the needle and had to remove the whole device. At which time, they found the tip of the guide wire was frayed. The guide wire tip was sticking out of the needle and there is clear bend in the guide wire that would not allow it to be reversed through the needle. The guide wire remained intact but is bent. Another kit was used successfully for the patient. There was no delay in treatment and no patient death or complications.

Manufacturer narrative:
(B)(4).